Event description:
Surgeon provided x-rays of proximal femur fracture repair. Films suggest screw back out and revision.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.